Event description:
On january 5, 2009, boston scientific corporation was informed that during a procedure, the first resolution clip device clip fell off inside of the pt. The pieces were successfully retrieved. A second resolution clip device4 was used and the clip broke off and "dangled" at the end of the device. It was brought back out of the pt without falling off. A third resolution clip device was used and misfired. The physician completed the procedure with a fourth of the same device without any pt complications. The pt is reported to be "fine". Note: this report is for the second of three devices used in same procedure. Please refer to MFR # 3005099803-2009-00385, 3005099803-2009-00387 for other related report.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.